Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve in the tricuspid position, a bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this transcatheter bioprosthetic valve was implanted in the aortic position with no allegation and the bioprosthetic valve was implanted in the tricuspid position and was not related to this transcatheter valve. If information is provided in the future, a supplemental report will be issued.